Event description:
It was reported that during a lap cholecystectomy procedure, the device would not form a complete clip. A like device was used to complete the case. There was no patient consequence reported.

Manufacturer narrative:
D4: serial #=na